Manufacturer narrative:
The device evaluation was completed. One sample was received; dry, unused and in an opened pouch. A visual inspection with the naked eye noted a particulate matter inside the patient line approximately 25" from the cassette. The particulate was a piece of plastic broken off from the pin during the extrusion process. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black debris was found in a homechoice cassette. This was identified during priming. The home patient (hp) was not connected at the time of the event. The hp stated that it looked like a ¿piece of plastic¿. There was no patient injury or medical intervention associated with this event. No additional information is available.